Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® c&s transfer straw kit has been found experiencing two occurrences of dislodged needles loose in the straw. The following has been provided by the initial reporter: the product came apart while in use leaving the needle unprotected by the plastic shield.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® c&s transfer straw kit has been found experiencing two occurrences of dislodged needles loose in the straw. The following has been provided by the initial reporter: the product came apart while in use leaving the needle unprotected by the plastic shield.

Event description:
It has been reported that the bd vacutainer® c&s transfer straw kit has been found experiencing two occurrences of dislodged needles loose in the straw. The following has been provided by the initial reporter: the product came apart while in use leaving the needle unprotected by the plastic shield.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to holder and straw/needle assembly separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of holder and straw/needle assembly separation based on the retention samples. Bd was not able to identify a root cause for the indicated failure mode.